Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer cleared the alarm and continued to deliver the bolus. The customer's blood glucose level was not impacted. Tandem technical support performed a system check and found that the cartridge needed to be changed. After the customer removed the cartridge, a small crack was found in it.